Event description:
The patient was implanted with a left ventricular assist device (lvad) on 08jun2017. It was later reported on (B)(6) 2019 that the recurrent arrhythmias were not thought to be device related. The arrhythmias predated the implant of the device and per the account improved, then later became resistant to durable lvad therapy. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The device was not returned to abbott for evaluation.the heartmate 3 lvas instruction for use lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Brand name, UDI #: the heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2019 with recurrent ventricular tachycardia (vt) episodes. The patient was given intravenous (IV) amiodarone during admission. The patient returned to the emergency department (ed) on (B)(6) 2019 and received a cardioversion. The patient was continued on IV amiodarone until discharge on (B)(6) 2019. No further information was provided.